Event description:
It was reported that the device bolus connector was broken. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens, and damaged remote dose connector. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was a damaged remote dose connector. The remote dose connector, dso seal, battery compartment, and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.